Event description:
The target lesion was at the left anterior descending (lad) coronary artery. The lesion was type c, eccentric, bifurcated, flexion and calcified. The lesion was pre-dilated with a 2.25 x 15 mm balloon at 14 atm for 60 sec. A 2.5 x 15 mm s660 stent was implanted at 12 atm for 60 sec. Then a 2.5 x 23 mm cypher stent was implanted approx to the s660 stent at 16 atm for 60 sec. The two stents were overlapping each other. The pt was in the hosp and complained of chest pain and changes in ECG were observed. Cag was conducted and thrombus was present in the implanted cypher. To treat the thrombus, a guidewire was inserted into the left circumflex for protection. Then in the lad, a rinato guidewire was inserted followed by the balloon catheter, however it could not go into the cypher stent and the balloon successfully reached the lesion.